Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries were evaluated and replaced. The stator wire was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an overload fault message. This error may cause the system to shut down. There is no report of injury or death associated with the event in this complaint.